Event description:
On (B)(6) 2022, it was reported this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was related to a issue with a fresenius device or products. In additional follow-up, the patient¿s pd nurse confirmed that on an unknown date the patient was hospitalized for symptoms of nausea and vomiting. During the hospitalization a pd culture was obtained (date unknown) which confirmed peritonitis (results not provided). The patient was treated with intravenous (IV) antibiotic therapy (medications unknown). Additionally, the patient was transitioned to hemodialysis for renal replacement needs to rest the patient¿s gut. On an unknown date, the patient was discharged from the hospital. Per the nurse, the patient currently remains on incenter hemodialysis and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device, product, or drug in relation to the peritonitis event. The nurse attributed the peritonitis to the patient having concomitant diarrhea; although the direct mechanism was unknown.